Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the guide wire confirmed the device was intact. The returned guide wire was checked under fluoro and revealed visibility was reduced over the length of the tip coils. A review of the complaint handling database found no other similar incidents from this lot. The reduced visibility appears to be possibly related to manufacturing. The tip attach operator may have inadvertently assembled the guide wire incorrectly. Corrective action was taken per internal operating procedures. These devices will continue to be monitored. (B)(4).

Event description:
It was reported that during a procedure to treat a lesion located in the non-tortuous, non-calcified posterior descending artery the 3 radiopaque points of the ht balance middleweight (bmw) guide wire, could not been seen under angiography; however, there was no reported difficulty treating the lesion. The guide wire did not appear to be separated. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned goods analysis and the fluoroscopy image of the device revealed the guide wire was not adequately radiopaque.